Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 31 mg/dl; cause was not known. Bg was treated with intravenous fluids; however, the customer could not recall what was in the fluids. Reportedly, the customer was released 36 hours later (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.